Event description:
Olympus medical systems corp (omsc) was informed that during a gastrectomy with splenectomy, the subject device was used. After unspecified error occurred frequently, the probe of the device broke off from the proximal end and fell into the patient. The fragment was retrieved. The procedure was completed with the subject device. There are no patient injury was reported.

Manufacturer narrative:
The subject device was returned to omsc for evaluation. The evaluation confirmed that the probe broke at 17mm from the distal end. There were scratches, around the broken point. The shape of the fracture surface showed that the cracks developed from the scratches as the starting point. And there was a coarse part on the fracture surface which showed that it fractured by physical stress. The manufacturing history was reviewed, with no irregularities noted. Considering the evaluation result of the device, omsc concluded that the probe of the device was broken by physical stress on the cracks. The cracks were developed from the scratches on the probe by output during the procedure. The scratches were made since the user activated output with contacting the probe with some hard objects. The instruction manual of the subject device already warns; do not grasp or let the probe tip contact hard objects such as metal clips, stapler or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity. In addition, the high-frequency (rf bipolar) current flows through the metal and generates spark discharge, which may cause burns and decrease functionalities. Based upon the finding of the evaluation, this report appears to be related to user handling.